Event description:
A nurse from the user facility reports that the intraocular lens broke during insertion. The incision was enlarged to accomodate removal of the lens and a suture was required. This was the surgeon's first experience using this lens.